Event description:
It was reported "current pump has recently been experiencing errors where the customer must pre-maturely change out their infusion set and cartridge. " there was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.